Manufacturer narrative:
Other, other text: additional information: b5. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted device received in good condition. Functional testing found the device was leaking from the block assembly confirming the customer complaint. Root cause was attributed to a loose block assembly. What caused this condition was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Tightened the block assembly and preformed preventative maintenance. Device passed all functional tests after the completed repairs.

Event description:
Additional information was received: "they were not aware as to when did the product fault occurred, the event date and if there were patient injury. No other further information provided."

Event description:
It was reported that there is a leak in the water container. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event, d4: UDI information is unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.